Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir o ring is broken. The customer's blood glucose reading was 160 mg/dl at the time of incident. The product will be returned.

Manufacturer narrative:
Pump not received stuck in manufacturing mode. Pump was received with partially broken reservoir tube lip, missing reservoir tube retainer, missing reservoir tube o-ring, scratched case, minor scratched lcd window and cracked select button keypad overlay.